Event description:
It was reported that the procedure was to treat the distal circumflex artery. The 2.0x12mm mini trek rx balloon dilatation catheter (bdc) had no resistance during advancement, however, the balloon ruptured at 8 atmospheres (atms). The device was soaked and the device was prepared (air aspiration) outside the anatomy prior to use. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.